Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product: 010000666, g7 pps ltd acet shell 58g, 6258324.

Event description:
It was reported during a hip arthroplasty surgery, the threads of the inserter broke while the cup was being impacted. The threads remained in the cup so the cup was removed. A new instrument tray along with a new shell were opened and used to complete the surgery. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the threaded tip of the shaft is fractured. The fractured portion of the threads remains engaged with the returned shell. Scratches observed on the shaft and impact marks on the strike plate are consistent with a multiple use instrument. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.